Event description:
The following has been reported: faulty keypad. Work description: error 54-0080 when plugged in without battery, gives battery error when battery is connected and does not accept keypad input. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.